Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Alarm history screen confirmed that the low batt alarm triggered during pump therapy. Unit passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now. The customer¿s blood glucose level was 232 mg/dl. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.